Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete, a f/u report will be submitted. Visual inspection of the incident device found that the ski guide pin was missing from the ski guide lever that attaches to the handle. There were no missing metal parts from the jaws of this device as reported by the customer. Reports of missing ski guide pins are being investigated. No patient injuries have been reported as a result of these complaints. This device was recalled on november 9, 2011.

Event description:
The customer reported that during use, a metal portion of the jaw fell off and into the patient cavity. The material was retrieved without issue. Another device was used without incident. There was no bleeding, no tissue damage and no patient injury.